Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred when the customer plugged the pump in to turn it on. There was no impact to the customer's blood glucose level. It was indicated that the customer would use an old insulin pump as alternate insulin therapy.